Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, lab: 2.8. Therapeutic range: 2.0-3.0. Discharged from hospital on (B)(6) 2011, rec'd a total knee replacement while in hospital. Pt had been on coumadin prior to hospital stay; rec'd high doses of heparin while in hospital (nurse did not know duration of stay). Taken off of heparin day of discharge and put back on coumadin.

Manufacturer narrative:
Investigation pending.